Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom half of their insulin pump had fallen off. The customer's blood glucose at the time of incident was unknown. The customer does not recall any significant events leading to event. The customer was advised to discontinue use of the device and that it would be replaced. The device is being replaced.

Manufacturer narrative:
The pump was received with a missing end cap sticker, minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The pump also gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm.